Event description:
It was reported that the health care provider could not steer the lead and was unable to advance the lead to the appropriate location to screen the patient. It was noted that they tried exchanging the guide wire but the lead was still challenging to manipulate. It was noted that the lead was attempted to be advanced several times and they were unable to. It was noted that the lead was not implanted. It was further reported that the patient was stable and was referred to a neurosurgeon for a staged trial.

Manufacturer narrative:
(B)(4).